Event description:
It was reported that the patient had their device for almost 2 years. It worked great at first then gradually it didn¿t bring the same results. The patient was having it removed also to have mris and they wanted to know if the manufacturer recycled the devices for other patients who didn¿t have insurance. It was further reported that the patient was still having concerns regarding their device or therapy but was working with their health care provider (hcp) or manufacturer representative. The patient had an appointment on 2014 (B)(6). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3093-28, lot# va02utb, implanted: 2012 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).